Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and non-calcified de novo lesion in the proximal left anterior descending artery. Following pre-dilatation, a 4.0x38mm xience xpedition stent was deployed at 12 atmospheres (atms). Post-dilatation with a 4.0x15mm unspecified non-compliant (nc) balloon was performed at 20 and 22 atms; however, a distal edge dissection was noted. A 3.5x15mm xience xpedition stent was used to successfully cover the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.